Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records for MDR reportability, it was stated that the patient was revised to address pain, adverse local tissue reaction and swelling. Revision notes reported a large fluid collection, abnormal-appearing effusion, fibrosis of the abductor mechanism, hypertrophic fibrotic tissue, leathery appearance of the synovial tissue, cavitary osteolytic defect in the posterior superior acetabulum, and evidence of corrosion at the head-neck junction of the femoral bone and trunnion of the femoral stem. The stem is being added due to the reported corrosion but was not revised. Doi: 2008; dor: (B)(6) 2018; left hip.